Manufacturer narrative:
(B)(4). Date sent: 3/22/2024 batch #923a35 exact date is unk. Assumed first month of the year. Investigation summary the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the ntlc75 device was received with no apparent damaged and with a reload loaded in the device. The reload had the proximal 10 drivers up with the reload deck damaged and one malformed staple was found on the damaged area, the remaining drivers down with staples present and a swing tab in the locked position. The device was tested for functionality with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple form release criteria. The damage to the cartridge deck is consistent with the device being clamped over a hard object. The event reported was confirmed and it is related to improper use of the device. It should be noted that the reload is designed to lockout, as a safety feature, if any staples have been fired from the cartridge reload. In addition, failure to complete the stroke may result in an incomplete staple line. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 923a35, and no non-conformances were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: 1. . Could you please provide more details for "knob is not working"? 2. After closing the device, was the firing knob able to be rotated to either side of the instrument to obtain the firing position? 3. Did the device lock out and would not work? 4. Could you please clarify if there were any patient consequences? 5. Could you please clarify if there were any change in the post-operative care of the patient as a result of the event?

Event description:
It was reported that during an unknown procedure the device did not fire. Knob is not working. The surgery was delayed 20 minutes. A new product was changed. The procedure was successfully completed.